Event description:
On 13/jun/2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In fact, the pd nurse stated the event was not caused by dialysis. In additional follow-up, another pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 with symptoms of abdominal pain. It was the patient had a pd culture obtained in the hospital. However, the nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy (medication(s) unknown) for peritonitis. Additionally, the nurse indicated that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis in the hospital. At the time follow-up was completed, the patient remained hospitalized and no further information was available. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most often, peritonitis is associated with a breach in aseptic technique during the pd exchange. However, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time.

Event description:
On (B)(6) /2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In fact, the pd nurse stated the event was not caused by dialysis. In additional follow-up, another pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 with symptoms of abdominal pain. It was the patient had a pd culture obtained in the hospital. However, the nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy (medication(s) unknown) for peritonitis. Additionally, the nurse indicated that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis in the hospital. At the time follow-up was completed, the patient remained hospitalized and no further information was available. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.